Event description:
A surgeon reported one patient was treated with the incorrect centration photo on the right eye. The facility provided patient records and a video of the procedure for review. The video showed the ablation on the right eye is decentered due to the use of the incorrect centration photo. Patient records indicate a decrease of 3 lines of bvca in the right eye. During the early post-operative period of the surgeon noted edema in both eyes and the patient reported blurry vision and dry eyes. Ocular eye drops were prescribed for treatment.

Manufacturer narrative:
The investigation has not been completed at this time. No conclusion can be made.